Manufacturer narrative:
The unit was received with moisture damage noted on the electronics, motor, vibrator motor or battery tube assembly. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, scratched reservoir tube window and the end cap sticker was missing.

Event description:
It was reported that insulin pump was exposed to moisture damage. It was reported that customer went into the pool while wearing the insulin pump. Customer reported that moisture can be seen underneath the lcd display. Customer's blood glucose reading was 312 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).